Event description:
The device (part #cev642h) was returned to mxi service and repair.

Manufacturer narrative:
Cev642h was evaluated and indicated that the ceramic wedges of the instrument were broken. The wire was bent and the coating was damaged. The damage to the instrument observed was very likely due to abnormal use while being operated or during reprocessing. We strongly recommend using the provided plastic protection during reprocessing in order to protect the ceramic spacers and wire during reprocessing. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(6). (B)(4).